Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for a routine device change out procedure. During the procedure, the device exhibited an output anomaly. The pulse generator was explanted and replaced. The patient was in stable condition post procedure.